Event description:
It was reported that during the implant procedure, the lead secured onto the lateral wall of the right atrium. The physician attempted to release the lead through the use of a firm stylet and with several rotations/pulls, but removal of the lead was not successful. Another attempt was made at a specialized center but was again unsuccessful. The lead was extracted during a heart surgery procedure. The patient condition was good at the end of the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.